Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2020-10279 is being retracted since the device was reported in an incorrect opco. This information was already captured in MFR# 2939274-2020-01999. Should any additional information be received to change the outcome of the performed investigation, the information will be reported in MFR# 2939274-2020-01999.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handle broke at the rivet point.